Manufacturer narrative:
One empty package of a 10ml luer-lok syringe (p/n - 302995) batch 4046709 was received and evaluated. Only one unsealed package with all applicable product information was received for this file. The reported defect cannot be confirmed from the sample received. The customer had also sent a sample for material 306592 lot 3355624, and that sample was investigated under (B)(4). Since no samples displaying the reported condition were received for this file, a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 4046709 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 302995. Batch#: 4046709. It was reported that the bd syringe 10ml ll s/c 200 had leakage past the stopper. The following information was provided by the initial reporter: verbatim: syringe came apart while aspirating and flushing tcc lines. This is a common experience in our dialysis unit resulting in blood leaking past the point of the plunger occurrences: 1 ea. Additional information provided: I sent this sample off a ocuple of weeks ago. The plunger did not fall out, however, blood splashed back up past the point of the plunger as you¿ll notice.